Event description:
Boston scientific crm received info that this dextrus right ventricular lead was suspected of fracture due to increased impedances up to 1490 ohms, decreased r- waves down to 5v, and increased thresholds up to 3.5v at 0.5ms. The physician believed he may have knicked it in the implant procedure. In a revision procedure, the lead was explanted and replaced with a new lead. No adverse pt effects were reported.